Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint- litigation papers allege patient has suffered serious injury and harm. Doi: (B)(6) 2009 - dor: has not been revised. (Unknown side). Patient is a resident of (B)(6). Update 4/18/12 - plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 26-may-2017: medical records received. The medical records were reviewed for MDR reportability, there is no new information. This complaint was updated on: jun 23, 2017. Update jul 18, 2017: medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address pain and metallosis. There is no revision notes provided. Updated the product information. This complaint was updated on: jul 21, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint litigation. Papers allege patient has suffered serious injury and harm. Doi: (B)(6) 2009 - dor: has not been revised. (Unknown side). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed. At this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.